Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings form this forum, (B)(6). This report is for the following post: "(B)(6) 2012 at 9:13 pm I wore accuvue oasys. Bottom-line, I have an ulcer right now on my left eye. I am at the doctor everyday fighting for my eyesight. I wore them too long but felt no discomfort, then bam. Be careful. (B)(6) 2012 at 9:48 pm: I should not say no discomfort. I've seen flashes of light (thought it was heat). Got doctor's reports and they said redness. Supposed flu in other eye about a year ago. But nothing uncommon with contacts. The only thought I can say now after the crucial pain I have now and the years of warning signs that I just got used to. I wish I would have just worn glasses. There is no question now. They are my eyes. What was I thinking? Seeing out of one eye and this milky fog out of the other. I could go on and on. But will anyone really listen? I know I didn't. Until now. Scary mistake."

Manufacturer narrative:
As a corneal ulcer may or may not be a serious injury and details of the diagnosis by a medical professional were not available, this event is being reported as worst case. The complainant's profile was no longer available on the site. We are unable to send a message to this pt. Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. (B)(4). Labeling states device is approved for single use or reuse.